Event description:
An asp field service engineer (fse) was onsite to perform level one maintenance. During the maintenance, he noticed that the vacuum pump oil mist filter was misting.

Manufacturer narrative:
The asp field service engineer replaced the oil mist filter and the catalytic converter filter. The parts were requested for futher investigation. If any additional information is provided, it will be submitted in a supplemental medwatch report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis, the failure mode effects analysis and the system hazard user misuse analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for haze / oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. (B)(4). A scar was initiated for the sterrad 200 oil mist filter to address oil mist filter assembly failures and to further reduce the number of customer complaints. There were no parts returned for investigation.